Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. In addition, information received from the distributor, clarified that at the time of the difficulties encountered with the generator, there was no patient and healthcare facility involvement. Based on the additional information received, the manufacturer has determined this event no longer meets the reporting criteria.

Event description:
It was reported that during a regular check, while the device was operated by a trained specialist, the generator was switched on and the system displayed an error 480: generator error. It was tried to it was reported that during a regular check, while the device was operated by a trained specialist, the generator was switched on, and the system displayed error 480 (internal generator temperature error). The specialist tried to switch off, and switch on the generator to reconnect the delivery device, but the error persisted. Additional information received from the distributor, clarified that at the time of the difficulties encountered with the generator, there was no patient and healthcare facility involvement.

Event description:
It was reported that during preparation for a water vapor therapy procedure for benign prostatic hyperplasia, the generator was switched on and the system displayed an error 480: generator error. It was tried to switch off and, on the generator and to reconnect the device, but the error persisted. There were no patient complications, but the procedure was no completed. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.